Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device (s) listed in this report is (are) used for treatment, not diagnosis. Any add'l info received regarding this event after filing this report shall be filed on a supplemental MDR. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Event description:
Pt participated in a (B)(6) 4-arm study at vertebral levels 1, 2, 3 or 4 to evaluate the clinical and radiographic outcomes in pts diagnosed with cervical degenerative disc disease (ddd) between c2 - c7. Preoperative diagnosis was symptoms of radiculopathy. Pt was implanted with a vectra-t cervical plate and a cc acf spacer at levels c4 c5, c5 c6 and c6 c7 with pedicle screws at c4, c5, c6 and c7. Pt had been experiencing pain for 18 months. Surgery date was (B)(6) 2006 and postoperatively, pt experienced dysphagia, requiring a plan to f/u 6 months post and if still a problem, refer for esophagram. This is report 9 of 9 for this event. This complaint is on the right 4mm fixed angle screw at c4.